Event description:
Affiliate reported that a patient presented with a tissue reaction with fistula formation, one month following repair of blunt trauma with partial splenectomy. The patient was returned to surgery for repair of the fistula. No further details were provided.